Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not calculate the amount of carbs eaten in a meal correctly and subsequently did not enter enough carbohydrates into the bolus menu. Blood glucose was 270 mg/dl. Reportedly, the customer administered a bolus to deliver the remainder of the insulin.